Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were seen coming out of the cartridge prior to filling the cartridge with insulin. The customer's blood glucose level was 215 mg/dl. Customer was able to remove the air bubbles from the cartridge and successfully fill the cartridge and resume insulin delivery.